Event description:
(B)(4). Shortly after having the essure placed and having the conformation test that my tubes were blocked I starred having major pains, ibs, bloating, sharp pain in both left and right ovary area, I've also have been bleeding for 2/3 months and I also experience bad headaches. Chronic fatigue an joint pain. Nd sex drive . When we do have intercourse it hurts me so bad. Weight loss and hair loss. My insurance approved me for the essure procedure